Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic low anterior resection, after loading the device and firing it the anvil tilted prematurely. A leak was found in the wall of intestine and was treated by creating a stoma. There was unanticipated tissue loss. The patient did not receive preoperative anti-cancer drugs treatment or radiation therapy. Last known patient status: under observation.